Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The log files confirmed low flow events that were caused by the patient¿s cardiac arrhythmias. The controller event log file contained data from (B)(6) 2021 14:02:01 through (B)(6) 2021 15:38:20. Transient low flow fault flags were captured, resulting in 34 low flow hazard alarms on (B)(6) 2021. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The lvad event log file also captured low flow events on (B)(6) 2021. The controller and lvad periodic log files captured the pump operating as intended. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index ((B)(6) through (B)(6)) and the hazard alarms ((B)(6) and (B)(6)). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm ((B)(6) and (B)(6)). The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient incurred a sustained low flow event and a code blue was called. The patient was unresponsive with mean arterial pressure (map) undetectable and cardiopulmonary resuscitation (CPR) was initiated. Epinephrine was also given. The patient had initial rhythm pulseless electrical activity (pea), shocked twice for ventricular tachycardia/fibrillation. Patient had tracheotomy which was bagged without resistance. Second rhythm check showed ventricular tachycardia (vt) which was shocked at 200j and CPR resumed. Patient received 2nd dose of epinephrine, bolus of sodium bicarbonate and calcium. Next rhythm/pulse check noted for ventricular fibrillation which was shocked with resumption of CPR and bolused with amiodarone and magnesium. Vad flows intermittently improving to 3s lpm. Vad speed decreased to 5000 rpm. Next rhythm/pulse check noted for pea, no pulse so CPR resumed and 3rd dose of epinephrine given. Another bolus of calcium and sodium bicarbonate given. On next rhythm check patient was noted to be awake/moving with regular narrow complex rhythm, vad flows improved to 3s lpm. Map remained undetectable so levophed initiated and patient transferred to intensive care unit. Return of spontaneous circulation was achieved in 14 minutes from initiation of code and advanced cardiac life support. The patient's ventricular tachycardia was preexisting to the lvad. During the event, vad flows were 1.2 to 1.5 lpm with intermittent drops to 0.5 to 0.7 lpm. Log files were submitted for the event and noted pi events, low flow estimates and sustained low flow hazard events on (B)(6) 2021 between 2:02pm-3:38pm. These events appear to follow speed changes earlier the same day. The set speed was lowered from 5200 rpm down to 4900 rpm and finally 4700 rpm (below the low setting) between 5:48am-8:48am.